Manufacturer narrative:
A specific root cause could not be identified. As the tsh values obtained during re-run are as expected and the falsely low results could not be reproduced, a reagent related issue can most likely be excluded. No similar issue has been reported at this time. No adverse events were reported.

Event description:
The customer received 10 questionable thyrotropin (tsh) patient results in a row. The initial tsh results were accompanied by data flags but were accidently reported outside the laboratory by the operator. The customer could not provide specifically which results were flagged or the actual flags involved. All repeat testing was performed (B)(6) 2011 on the same analytical e module. Patient 1, initial tsh result was <0.006 uiu/ml. The repeat result was 3.31 uiu/ml. Patient 2, initial tsh result was <0.006 uiu/ml. The repeat result was 3.22 uiu/ml. Patient 3, initial tsh result was <0.006 uiu/ml. The repeat result was 1.24 uiu/ml. Patient 4, initial tsh result was <0.006 uiu/ml. The repeat result was 1.34 uiu/ml. Patient 5, initial tsh result was <0.006 uiu/ml. The repeat result was 1.42 uiu/ml. Patient 6, initial tsh result was <0.006 uiu/ml. The repeat result was 3.03 uiu/ml. Patient 7, initial tsh result was <0.006 uiu/ml. The repeat result was 1.41 uiu/ml. Patient 8, initial tsh result was <0.006 uiu/ml. The repeat result was 0.829 uiu/ml. Patient 9, initial tsh result was <0.006 uiu/ml. The repeat result was 2.07 uiu/ml. Patient 10, initial tsh result was <0.006 uiu/ml. The repeat result was 1.06 uiu/ml. Corrected reports were sent on (B)(6) 2011. No adverse events have been reported to the customer. She did not believe any patients were adversely affected. The tsh reagent lot number was 15931603. The customer suspected there were bubbles on the bottom of one reagent cassette or present on the top of a new cassette. The analyzer corrected itself after the 10 samples were tested. The customer declined field service.